Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. There was no adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.